Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and found serum on the tip clamp in the reported problem area of the pipette assembly. The tip clamp and all compression springs were replaced. The instrument was inspected, tested w ithout further problem, and returned to service.